Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor lost video (no image) with cautery unit during a laparoscopic cholecystectomy. The procedure was completed with a similar device (oev262h serial number: (B)(4). It is unknown if the patient's anesthesia or sedation was extended. The reporter was not aware if there was medical intervention required. However, there were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.